Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint #: (B)(4).

Event description:
As reported (B)(6) 2015, (B)(6) male patient presented for a microwave procedure. During withdrawal of the applicator probe, the treating physician noted the tip of the applicator probe had detached from the probe shaft inside of the patient. The treating physician determined not to remove the fractured piece from the patient. The patient was reported as stable post procedure. It was reported the disposable device is available for return to the MFR for evaluation.

Manufacturer narrative:
As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. However, an evaluation was performed based on a photograph of the device provided by the account. A review of the photo provided noted that the tip of the applicator was missing and the shaft appeared to be broken half way between the tip and the first shaded zone of the applicator needle. The reported complaint description of the tip detaching is confirmed. However without receiving the device for evaluation, a definitive root cause cannot be determined. A possible contributing factor could have been operational context, i.e probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).